Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint as the temperatures during quality testing did exceed requirements. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 35.8°c and 77.9°c after 1 minute 32 seconds. These temperature did exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail assembly. The cap end bearing was still attached onto set assembly. The cap end bearing retainer looked good. The bur end bearing outer race was stuck inside the head cavity. The bur end bearing retainer exhibited deformation and was seized up onto set assembly. Cap cavity and cap bearing components looked good. Some debris was observed inside the head cavity. Slight wear was observed on the cap button and pusher. There is a possibility that at some point this two mechanism created heat when coming into contact.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.